Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. Transmissions showed that there were high ventricular rate (hvr) episodes on the right ventricular (rv) and the right atrial (ra) leads due to noise oversensing. No intervention was performed. The clinic will continue to monitor the patient. The patient was in stable condition.